Manufacturer narrative:
G4:17mar2021. B4:02apr2021. H11:b5: the customer (biomed) reported that the unit was not alarming when it should have been. It was noted that the power management (pm) board had been recently replaced as part of field change order (fco) service and after replacement of the board, the device alarms were not functioning. The biomed noted that the touchscreen was functioning as intended. H10: investigation has concluded that the reported failure was service induced. The philips field service engineer (fse) who replaced the pm board as part of fco service did not correctly connect the speaker wire to the newly installed board. The unit had not been placed back into clinical service after fco implementation. The reported failure was noted when the device was being checked and prepared to return it to clinical use. It has been determined that there was no device malfunction but the failure occurred due to service error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
It was reported that the ventilator failed with no alarm screen and no way to shut off alarms. Reportedly, the issue occurred while the unit was about to be placed back in service during set up. There was delay to therapy as another ventilator was brought in. No patient harm reported. The service engineer (se) inspected the device. The se found that the speaker was not connected with the power management board. The se reconnected the speaker and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.